Event description:
Reportedly, fired then the tissue was cut, but the anvil did not tilt. The device could be removed from the cavity. No patient injury. Procedure: low anterior resection. Patient sex: unk.